Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the echelon locked at the time of retraction of the blade. The device cut, but the blade did not return. It was necessary to use the upper lever. Another stapler was opened, with no consequence for the patient.